Manufacturer narrative:
Literature citation: juan pablo cruz, m.d., arjun sahgal, m.d., cari whyne, ph.d.,michael g. Fehlings, m.d., ph.d., f.r.c.s.c., and roger smith, m.d. "Tumor extravasation following a cement augmentation procedure for vertebral compression fracture in metastatic spinal disease. Report of 2 cases". J neurosurg: spine 2014. Doi: 10.3171/2014.4.spine13695. (B)(60. (B)(4). Tumor extravasation. Cement extravasation and migration. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that two cases of tumor extravasation occurred following balloon kyphoplasty procedures (bkp) after authors observed unusual rapid tumor spread pattern into the adjacent tissues. Case 2: a patient with a history of diffuse metastatic melanoma within the axial skeleton, liver, and lungs was ultimately diagnosed with multifocal spinal metastases. The patient presented with unprovoked acute back pain, and MRI confirmed a t-10 vcf. The pain was refractory to opioids and non-steroidal anti-inflammatory drugs, and the patient had clear mechanical pain such that it was not possible to ambulate or lie down flat. Full-spine MRI revealed complete replacement of the marrow of the t-10 vertebral body by tumor, focal cortical disruption of the posterior vertebral body wall, soft-tissue extension of tumor into the epidural space, vcf with <(><<)> 50% vertebral body height loss, and bulging of the posterior wall into the spinal canal. In the rest of the spine, there were only 2 other small metastases in the anterior aspect of the t-6 and t-9 vertebral bodies. Bkp was performed using a bipedicular approach and 15×3¿mm balloons inflated to a maximum volume of 3 cm and a total of 3.0ml of bone cement was injected through each cannula. It was noted that there was minor posterior epidural venouscement extravasation and some migration of cement along the path of the left cannula into the pedicle. The subsequent standard-of-care 2-month follow-up mr images (4 weeks following spine srs) suggested that the tumor had spread cranially and caudally to t-9 and t-11. It was also noted that there was involvement of the epidural fat at t-9 and t-11 as well as the opening of the basilar vein, from where tumor propagated to the posterior aspect of the t-9 vertebral body. No disease progression in the rest of the spine was observed. As a result of the tumor spread, the patient underwent conventional radiotherapy (srs could not be repeated), and 6 months later, the patient was discharged to palliative care and finally died of extraspinal metastatic disease.